Manufacturer narrative:
Of the four reported malfunctions, one was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-03340. Of the three devices, one lot number was provided and lot history review was performed. For two devices catalog number was updated to dl900j. For all three of the reported malfunctions, the devices were not returned for evaluation. However, medical records were provided for all three malfunctions. For two malfunctions. The investigations are confirmed for the retrieval difficulties. For the remaining one malfunction, the investigation is confirmed for retrieval difficulties and unintended movement; however, inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three (3) malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly was difficult to remove. This information was received from various sources. The three malfunctions all involved patients with no known impact to the patients. Of the three patients, three patients' ages were reported to be between 35-57 years and two patients¿ weight were reported to be between 212-543 lbs, two patients were reported as male, and one patient was reported as female. All other patient details were not provided.

Event description:
This report summarizes three (3) malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly was difficult to remove. This information was received from various sources. The three malfunctions all involved patients with no known impact to the patients. Of the (B)(4) malfunctions, (B)(4) involved patients with no reported patient injury. Two of the three patients ranged from (B)(4) to (B)(4) years of age and 212 to 543 lb. Of the reported patients, (B)(4) was male and 1 was female. Age, weight and gender of the remaining patient was not provided.

Manufacturer narrative:
H10: of the four reported malfunctions, one was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-03340. For the three remaining malfunctions, one lot number was provided, and it was found that the correct catalog number for this device is dl900j. For all three of the reported malfunctions, the devices were not returned for evaluation. However, for two of the three malfunctions, medical records were provided for review; one of which confirmed for retrieval difficulties. The other malfunction is confirmed for retrieval difficulties and unintended movement; however, is inconclusive for filter tilt.. The remaining malfunction is inconclusive for the alleged retrieval difficulties of the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, h6(device code-2616) h11: d4 (UDI no.), b5, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the four reported malfunctions, one was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-03340. For the three remaining malfunctions, one lot number was provided. For all three of the reported malfunctions, the devices were not returned for evaluation. However, for two of the three malfunctions, medical records were provided for review; one of which confirmed for retrieval difficulties. The other malfunction additionally identified malposition of device and is still being investigated. The remaining malfunction is inconclusive for the alleged retrieval difficulties of the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. The devices are labeled for single use.

Event description:
This report summarizes three (3) malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced difficult to remove. This information was received from various sources. The three malfunctions all involved patients with no known impact to the patients. Of the reported patients, one was a 52 year old male weighing 212 lb. The patient age, weight, and gender for the remaining two patients was not provided.

Manufacturer narrative:
For all four of the reported information, the devices were not returned for evaluation. However, for one of the four malfunctions, medical records were provided and reviewed. Approximately four years post filter deployment, patient was scheduled for filter retrieval. Access to ivc was attempted but the patient had an aicd device with pacer wires in place, there was concern for dislodgement. Visualization was difficult secondary to overexposure due to rods present along the spine as well. Thus, the guidewire was unable to be passed into the ivc and the procedure was aborted. Subsequently, a month later filter was retrieved successfully. Therefore, the investigation is confirmed for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. For the remaining three malfunctions, as no device, images, or medical records were provided, the investigations are inconclusive for the alleged retrieval difficulties of the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes four (4) malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced difficult to remove. This information was received from various sources. The four (4) malfunctions all involved patients with no known impact to the patients. Of the reported patients, one was a (B)(6) male (B)(6). The patient age, weight, and gender for the remaining three patients was not provided.